Event description:
Covidien received information of 840 ventilator with a blank bottom display. The malfunction did not occur during patient use.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba) which resolved the customer reported issue. The cse ran extended self-tested (est), short self-testing (sst) and full performance verification testing (pvt). Est, sst, and pvt testing all passed.